Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had a tear at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material in the air/water tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the air/water cylinder had no color. The initial leakage and electrical safety tests found no faults. The suction cylinder had no color. The switch box had a scratch. The scope connector case unit had a scratch. The plastic distal end cover had a dent. The adhesive around the objective lens had discoloration. The adhesive around the light guide lens had discoloration. The adhesive on the bending section cover had a discolored area. The connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.